Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. The customer received a new device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be conclusively determined. The device was not returned.

Event description:
It was reported that there's bending on the sleeve of the device.